Event description:
A (B)(6) male pt underwent a CT guided biopsy and cryoablation to an aneurysmal bone cyst involving the ischium and inferior acetabulum of the right hip on (B)(6) 2011. The pt developed a right foot drop and numbness of the right foot immediately after the procedure and continues to have foot drop with pain and paresthesia. Per md, the tumor was very close to the sciatic nerve. Also per the md, this pt was noted to have a skin burn following this procedure. The skin burn was minimal and healed almost immediately.